Manufacturer narrative:
The customer was sent a replacement. Root cause for the leak is unknown. However, there is an open ongoing failure investigation for leaks associated with the act 5 diff wbc lyse product. Per labeling, avoid eye and skin contact. In case of eye or skin contact, flush affected area with copious amounts of water for at least 15 minutes. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) indicating that the act 5 diff wbc lyse reagent leaked in transit, prior to receiving. When the operator opened the box, the lyse bottle was contained in a plastic bag with a wire tie on it. The operator was not wearing proper personal equipment (ppe). There were no reports of exposure to mucous membranes or open wounds and no one sought medical attention. Patient results were not affected in this event.